Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Visual inspection of the header found no anomaly related to the field concern. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitudes measured current levels within normal range and no indication of premature depletion noted. Longevity assessment was performed based on average drain current and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient had no consequences and was discharged.